Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer's blood glucose was 111 mg/dl. Customer declined to complete a pump system check with tandem technical support to identify source of blockage. Reportedly, customer used novolog and apidra insulin.